Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 0.6¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and returned strips (strip lot number: d170516-1 ). The control solution tests for level low were 72/66 mg/dl, for level high were 256/274 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 210~320 mg/dl. All results were within the acceptance range. Pass . We tested the retain strips from our warehouse (strip lot number: d170516-1 ) with returned meter and control solution. The control solution tests for level low were 62/66 mg/dl; for level high were 269/278 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 210~320 mg/dl. All results were within the acceptance range. Pass.

Event description:
It was reported that medical attention was sought on (B)(6) 2019 around 6pm. The end-user received a result of 61mg/dl. After testing 2 more times with the prodigy meter paramedics were called and he was transported to the emergency room. The reporter stated that the end-user tested his blood glucose and received a result of 61mg/dl. The end-user appeared to be sweaty and incoherent so she tested 2 more times and received results of 53, 50mg/dl. Reporter then called paramedics who arrived within 10-15 minutes of testing with the prodigy meter. No food drink or medication was consumed while waiting for the ems. Paramedics tested with their meter and received a result of 25mg/dl. The end-user was then transported to the emergency room. The reporter is unsure what his blood glucose was upon arrival. The reporter was unsure of the treatment received while in the emergency room. The end-user was discharged from (B)(6) medical center located at (B)(6) with blood glucose of 147mg/dl. No additional information was provided.